Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported they had a regular dental cleaning and x-rays with their dentist. The dentist noted that their upper front two teeth have shortened roots. They were informed that further orthodontic treatment could worsen their condition. The x-rays were compared and there was no difference but the dentist said it is better to look at 3-5 years of history to see if the issue is worsening. Patient requesting help for their concern/issue.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.